Event description:
It was reported that a transmission was sent to technical services (ts) for review due to low heart rates of approximately 20 beats per minute (bpm) observed in the patient with this cardiac resynchronization therapy defibrillator (crt-d). However, electrograms (egms) were unavailable to assess the right atrial automatic threshold (raat) and right ventricular automatic threshold (rvat) tests. Ts stated that without the egm data, it was not possible to rule out loss of capture (loc). No adverse patient effects were reported. This crt-d remains in service.